Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and failure was not reproducible, but working normally. A regular inspection was performed based on the regular inspection record sheet, and the results were good, so the equipment was returned to the hospital.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had sensor failure occured during use and machine was replaced with other cs300 and still in use. There was no injury reported.

Manufacturer narrative:
Due to character limitation event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had sensor failure occured during use and machine was replaced with other cs300 and still in use.